Event description:
It was reported that the customer exposed the insulin pump to water when she went swimming in a pool. Customer had a button error alarm on the insulin pump. The customer's blood glucose level was 123 mg/dl. Customer stated there is fluid under the screen. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.